Manufacturer narrative:
Eval summary: the analysis results confirmed that the driver was returned with the cable causing intermittent issues. The driver was repaired, cleaned, disassembled, then reassembled per design specifications, and tested, and functioned properly. Complaint info is compiled, monitored and reviewed by upper management on a routine basis for any associated trends.

Event description:
It was reported that the driver had an issue with the motor potentially going out. The dr was using the device in a breast biopsy, when it reported losing power intermittently. The cables were checked and appeared to be stable. The dr was able to finish the breast biopsy without any type of consequence to the pt.